Event description:
It was reported that a pt presented with bilateral upper extremity and neck swelling, with new mass lesion/recurrence on CT scan. There is evidence of compression of the superior vena cava below the level of the azygos vein, extending to the right atrium/superior vena cava junction. Complications reported: inferior migration of second stent after deployment with stent fragmentation during percutaneous retrieval. Procedure/findings: the pt was placed supine on the fluoroscopy table. The pt's right groin was prepped and draped in the usual sterile fashion. Ultrasound guidance was used to access thr right common femoral vein. After administering local anesthesia, a 7f vascular sheath was placed over a short 0.035 inch wire. A 5f catheter and an angled glidewire were used to navigate the inferior vena and superior vena cava. Contrast venography within the superior vena cava demonstrated a long segment superior vena cava stenosis extending from the inferior aspect to the azygos vein, and superior vena confluence to the level of the superior vena cava/right atrial junction. The azygos vein was markedly distended. The catheter was then removed over another guidewire. This involved placement of a long 8f vascular sheath. At this time, the area of stenosis was pre-dilated with a 10 x 4 cm balloon to low atmosphere inflation (8 atmospheres). The balloon catheter was exchanged for a stent (14 x 40 mm). This was deployed under direct fluorsocpic visualization, just inferior to the confluence of the superior vena cava and azygos vien. This was post-dilated up to 10 mm with a 10mm x 40 mm balloon to 8 atmoshperes. A control angiogram demonstrated excellent flow and patency of the stent, with preferential filling of the superior vena cava and noticeably diminshed visualization of the azygos vein. There was a small, approx 1.5 cm length stenois extending from the inferior aspect of the stent to the superior vena cava/right atrial junction. At this time, a second stent (luminexx 14 mm x 20 mm) was advanced under fluoroscopic visualization and positioned with approx 40% overlap within the existing stent. This was deployed under fluoroscopic visualization, with approx 40% overlap. However, there was immediate inferior migration of the stent into the right atrium. The 8f sheath was exchanged for a 12f vascular sheath over the guidewire. The wire remained positioned within the high superior vena cava/right internal jugular vein. A 6f 20 mm gooseneck snare was advanced with snare loop over wire technique. This was used to grasp the luminexx migrated stent so that it was retracted into the inferior vena cava, and ultimately the right common iliac vein. The snare was repositioned on the luminexx stent and partially collapsed. Attempted removal through the vascular sheath resulted in fragmentation of the stent. Portions of the stent were removed in a piecemeal fashion. Small fragments of the stent did migrate into the deep right pelvic veins and rightward oriented hepatic vein. A final control angiogram, with the catheter positioned in the superior vena cava demonstrated preserved patency and excelent flow through the stent into the right atrium. There was no appreciable filling of the azygos vein. The catheter and vascular sheath were removed. Hemostasis was achieved at the right groin with manual pressure, and a strile dressing was applied. The pt tolerated the procedure well and no immediate complications were noted.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specs prior to shipment. Medwatch report # was received. The sample has been sent to the mfg site, and the event is currently under investigation. The appliation represents off-label use. The luminexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The safety and effectiveness of this device for the treatment described has not been established.